Event description:
The device was sent in for service. Upon eval, it was discovered that the device runs without user activation. No user injury or other adverse consequences were reported with this event.

Manufacturer narrative:
Upon eval, corrosion was found on the motor cartridge. Damage or extra impedance on the hall sensor line of the socket of the motor cartridge can result in false run signals.